Event description:
It was reported that a user started a new dexcom g6 continuous glucose monitor (cgm) sensor and transmitter and soon thereafter received a sensor error, resulting in signal loss to the ilet and advised to wait for sensor to reconnect. No clinical signs, symptoms, or conditions were reported. Outcomes included temporary interruption of automated glucose control with no health impact. User support included user interview and troubleshooting and education that advised against stopping the sensor while waiting for reconnection. Investigation of this case revealed a suspected communication disruption between the dexcom g6 sensor and the ilet, consistent with signal loss without evidence of hardware issue. It was concluded, based on previously established findings for similar reports, that the cause was likely transient signal loss related to sensor warm-up or early session instability.